Manufacturer narrative:
Rapidport ez strain relief. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a rapidport ez strain relief. Visual examination may determine the connector type associated with this report. Device labeling addresses the reported event of difficulty adding saline as follows: "caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."

Event description:
Healthcare professional reported, "band difficult to adjust. Tubing curled. Lap-band removed." Band removed and replaced with different gastric band. Follow-up findings: bariatric physician reported difficulty with adjusting the band.